Event description:
Procedure: open gastric bypass. The surgeon fired the instrument across the stomach to create the gastric pouch. No difficulties were identified during the firing of the instrument, however bleeding was noted from the staple line. The staple line was over-sewed and the anastomosis was checked using blue dye. No leaks were noted at that time. Patient lost a total of 900 ccs of blood, during surgery from bleeding at staple line. Around midnight of that day the patient was experiencing an increase of pain at gastrostomy site, approximately 1800 ccs of blood lost through gastrostomy post-op. Patient was returned to the operating room and the staple line could not be visualized due to the old blood noted in the abdomen. However, the surgeon over-sewed the existing staple line. Post-operatively, the patient became septic and comatosed. As of last update, there has been no change in the patient's condition.